Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
One medfusion pump was received with the right plunger and bottom cases cracked. The event history log was reviewed and there was evidence of a motor rate error. An occlusion test was performed and the reported "motor rate error" was found. The issue was caused by the leadscrew nut being too tight. The leadscrew was loosened to resolve the issue. Preventative maintenance was performed and the pump passed all functional tests.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor rate error. There was no reported adverse event.